Manufacturer narrative:
The procedure was an elective case. The target lesion was the mid-lad. The vessel was a de novo, eccentric and bifurcated lesion. The lesion length was 15mm and vessel diameter was 3.5mm. Lesion classification was type b2. Pre-dilation was conducted with a 2.5x20mm balloon at 10atms for 30 secs. A 3.5x18mm cypher sirolimus-eluting coronary stent was deployed at 12atms for 30 secs at the target lesion. Post-dilation was not conducted. Timi flow pre and post procedure was iii. Ivus was conducted. The residual % of stenosis was 25%. Act was not measured. Please note: device (lot# i1206028) is distributed outside the us. However, it is similar to the us product. Any add'l info will be submitted within 30 days of receipt.

Event description:
The following report was rec'd from the affiliate: approx 48 hrs post implant, the pt developed an acute myocardial infarction and was transferred by ambulance to the hosp. The pt complained of chest pain and st segment elevation was observed. The pt showed symptoms of congestive lung and had ventricular tachycardia as the procedure began. A coronary angiogram (cag) was conducted and thrombus was observed inside of the implanted cypher stent. To treat the thrombus, aspiration and poba was conducted with a 3.75x20mm balloon. Inflation pressure and time is unk. After the procedure, intra-aortic balloon pump (iabp) was inserted. Heparin (2000u/day) and cilostazol was added to the anti-platelet medication administered. Ventricle aneurysm was observed and therefore, warfarin potassium was added for the administration. Physician's comment: the cause of the thrombotic event may be because; the stent was under-dilated at the flexed area. The anti-platelet therapy was not effective.